Event description:
A malfunction was reported on the pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any malfunction codes appeared again, which the customer acknowledged and understood.